Event description:
It was reported that the unspecified bd infusion set experienced component separation. The following information was provided by the initial reporter: tubing came apart at juncture.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-feb-2023. Investigation summary: one sample was received and tested by our quality team. The infusion set was separated from drip chamber upon receipt and the complaint of separation has been verified. The set was then analyzed under microscope to determine the root cause of the failure- which was an improper application of solvent to the tubing during assembly when it was to be fitted to drip chamber. The device was determined to be a model 47177e lot number 22069594 after production analyses a device history record review for model 47177e lot number 22069594 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the unspecified bd infusion set experienced component separation. The following information was provided by the initial reporter: tubing came apart at juncture.